Event description:
Terumo received the following information: it was reported that the tip broke during procedure. The tip broke when the nurse removed the catheter. Surgery was performed to remove the broken catheter. The broken part was successfully removed. The patient was stable.

Manufacturer narrative:
A d4: UDI: not applicable. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: email address: requested, unknown. E1: phone number: requested, not provided. E3: occupation: micu nurse. The actual sample was not available. Instead, reference photos were provided. The sample was confirmed broken from the hub tip. The proximal hub with adhesive tape is attached to the infusion tube. The distal tube from the surgery was observed on the second photo. The condition of both the proximal hub and distal tube cannot be confirmed through the photo. The sample contained blood. Retention samples were visually inspected and found to be free of any catheter damage that could have caused the complaint. The samples underwent a catheter tube and catheter hub fitting force test. The expected result is that either the catheter tube will be removed/separated from the catheter hub or the catheter tube will break during the test (test is in reference to iso 10555-1). Results were all passed against our specification of >5.884n. There was no issued nonconformity report related to human error during lot production. The reported item code is produced at a semi-automated line. During catheter assembly, the catheter is cut to the desired length, and the flange is formed and pressed into the catheter hub. The catheter's tip is then formed. During the needle and catheter assembly process, the needle is picked and inserted into the catheter assembly with the aid of a needle guide, while the catheter is being pushed by the catheter guide to prevent the occurrence of the needle stickout. We perform initial quality confirmation through visual inspection and functional tests before mass production. During visual inspection 1, all products are checked for damaged or deformed catheter tube conditions. The catheter tube and catheter hub fitting test is conducted during the production process. Visual in-process inspections were conducted during 100% visual inspections to check the catheter tube condition. Before shipment, we have an outgoing inspection to check the overall condition of the product. The catheter tube undergo incoming inspection, which includes visual inspection and verification of the certificate of analysis according to the material specification. From the previous two fiscal years to the present, 96% catheter tube breakage complaints are related to usage. The result of the investigation showed that there was no attributable cause noted related to our product or the manufacturing process. The incident occurred during the removal of the catheter, as mentioned in the details of the complaint. The catheter was otherwise intact prior to use, with no visible defects noted. The breakage is most likely related to the manner in which the product was used under these conditions, specifically, repositioning and withdrawing the catheter. The catheter tube condition of our retention samples was visually good and passed the related functional tests. The lot history file was checked, and no nonconformity was noted that may result in catheter tube breakage. The reported device was used with no difficulty during the medical procedure, and there were no issues during placement; the catheter was placed as intended. The catheter may have broken due to the way it was removed. The incident is attributed to usage rather than a defect in the product. Our catheter tube has high tensile strength and does not break easily, even when a strong force is applied. We have routine inspections to check the condition of the products. We conduct an outgoing inspection prior to shipment to ensure the overall condition of the catheters. Therefore, our process is assured. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.